Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 5 and 24 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod and pen correction.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.